Event description:
It has been reported that during the procedure the balloon of this device failed to deflate. A guide wire was used to poke a hole in the balloon in order to deflate it. The device was removed and replaced. There is no report of pt injury and the device is being returned for analysis.